Manufacturer narrative:
The customer did not provide a lot number. Per incident details, the pt's beta serum quantitative result was >100,00 miu/ml. Hook effect cannot be ruled out. Unable to perform further investigation due to insufficient event details and no product/sample return. This issue will be tracked and trended.

Event description:
Caller reported potential false negative hcg resulted on the one step+ hcg urine cassette test on one pt. A eta serum quantitative result =>100,000 miu/ml. There was no reported adverse pt sequela. There was no additional info provided.